Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 188-240 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process, and a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method of insulin therapy.